Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion with a spectrum iq pump, the patient experienced hypertension with a systolic reading reaching 180mmhg. The patient was undergoing coronary artery bypass grafting (CABG) and was receiving a 250ml infusion with 250mcg of sufentanil and 5 mg of midazolam (started at 100 ml/hr) when the event occurred. No alarms were generated on the pump. It was further reported the patient was administered 3 mcg/kg/min of nitroglycerine and 2.5 mg/hr of nicardipine and subsequently the patient "reached stable hemodynamics". The reporter stated ¿approximately 2.5 hours after starting the infusion" while the patient was under cardiopulmonary bypass, the pump generated an alarm. It was noted that "only about 75 ml of the intended 250 ml (drug solution) had been infused". The spectrum pump was replaced. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Flow rate testing was performed, and the flow rate of the device was found to be within specification. No abnormalities were observed through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No details regarding the intravenous (IV) set used and pump setup were provided. There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps, however it cannot be determined if the event is associated with the issue described by the field action. Should additional relevant information become available, a supplemental report will be submitted.